Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 576 mg/dl. The customer went into emergency room as a resukt of high blood glucose event. The customer declined to troubleshoot for high blood glucose. The customer report did not allege under delivery on insulin pump. The insulin pump will not be returned for analysis.